Manufacturer narrative:
States that an additional lens rotation is planned. Updated/corrected: reportedly, the lens was repositioned on (B)(6) 2017. As of (B)(6) 2017 the "patient is happy after repositioning." The problem is resolved. (B)(4).

Manufacturer narrative:
This product is manufactured but not marketed in the u.s. (B)(4). Work order search: no similar complaint types reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.7mm vticm5_13.7, diopter -13.00/+3.0/x096 implantable collamer lens, into the patient's right eye (od) on (B)(6) 2017. The lens was repositioned on (B)(6) 2017 due to refractive surprise. Surgeon plans to perform an additional lens rotation.